Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due speaker did not emit any sound at any moment neither when turned on or when the hard keys were pressed. Service evaluation confirmed the speaker did not emit any sound at any moment neither when turned on or the hard keys were pressed. The cause was identified to be the rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device speaker did not emit any sound at any moment neither when turned on or the hard keys were pressed. No additional information is available.